Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not known at the time of reporting. Concomitant medical products: other relevant device(s) are: product ID: bi71000202, serial/lot #: none. The manufacturer representative went to the site to test the imaging system. They change the dingus due to a bad opening (dingus out of place). The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system xray functions were off. No patient was present at the time of the event. Additional information was received stating that xray functions off meant that the system could not take images. No troubleshooting was done at the time of the event. The issue could possibly be cause by a battery problem.